Manufacturer narrative:
The device was received, and evaluation was completed. A visual inspection was performed, and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to deliver within product specifications related to the reported event. The reported device infusing too fast was not verified. The pump was tested with (40ml/hr and 125ml/hr) found error percentage (-0.995, -3.2384) less than 5%. No component could be determined for causality and therefore no correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump infused too fast during patient therapy (medication, dose, programmed amount and delivery rate unknown) in the coronary care unit (medication, dose, programmed amount and delivery rate unknown). There was no known patient injury, or medical intervention associated with this event. No additional information is available.